Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported the omnipod personal diabetes manager (pdm) is delivering corrections, even though their blood glucose (bg) levels were low at 2.9 mmol/l (52.2 mg/dl), while in manual mode. The pod was removed and discarded. The patient will be using another method of delivering rapid and long acting insulin via insulin pens.

Manufacturer narrative:
In the case description, the user mentioned receiving several automated microboluses while their bgs were low. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation inspection of the android log files confirmed that the agc algorithm was suggesting insulin delivery while the user's bg values were low. The logs show that the system was in limited mode due to an automated delivery restriction alert, which caused the algorithm to suggest insulin at a set rate that is more conservative than the adaptive basal rate, which is expected behavior of the system. The logs showed that the adr was generated at 01:53 on the date of occurrence and continued to generate the alert until it was acknowledged at 08:03. The system continuing to deliver insulin at a conservative rate while in automated mode: limited regardless of egvs is expected behavior of the system. No evidence of unintended or uncommanded insulin delivery was observed in the logs.